Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump was not delivering insulin as intended. Tandem technical support was unable to confirm this allegation as customer did not have the pump available for troubleshooting, and was unable to upload data for review. Customer's blood glucose level was 170 mg/dl.